Manufacturer narrative:
Results: a visual inspection of the returned octrode leads found both leads had lead body kinks with wire damage at the site of the kinks. The damage to the leads is consistent with repetitive stress while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system devices were returned to sjm with no explanation or sender info. No additional info is available at this time. Per the MFR's database the pt was implanted with two leads from the same lot number.